Event description:
It was reported that the battery cap of the insulin pump was cracked. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked battery cap, loose/flush drive support disk, scratched screen, and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.